Manufacturer narrative:
Section a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant date and when johnson and johnson was notified. (B)(6) 2024, respectively. Section d6b, if explanted, give date: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 4581 used to capture irregular astigmatism. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to (B)(6). Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The explant was performed in a secondary procedure because the outcome was unsatisfactory due to irregular astigmatism. No further information was provided.